Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the setscrews were stuck and difficulty was experienced removing the associated atrial lead that was damaged. No adverse patient effects were reported.